Event description:
It was reported that a ct7a manual wheelchair's screws were loose near the wheels. The user went to use the chair and fell backwards, causing a gash on the user's head and bruising on the user's arms.